Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot, expiration date), d9. Corrected: d4 (primary UDI number). H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the inlay of the nail is out of line, could not place ball tip wire through the nail. No patient harm was reported. Surgical delay was unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant), h4. Corrected: d4 (expiry date, primary UDI number). H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found no damage of visual defect; both inlays were correctly positioned. A dimensional inspection was performed to the mating distal and proximal holes and passed specification. The mating device was not received, therefore the interaction between both components can not be assessed; the complaint condition was not confirmed. No defect was found over the inlays; however, the device product code is associated with an inlay design. It was found that the reaming rod will contact the inlays either due to the bend in the nail or a bend put in the reaming rod by the surgeon or both. By design there is a clip feature that snaps the inlay in place into the nail when assembled. At times it was shown that the contact made by the reaming rod is exerting enough force on the inlay to overcome the retention of that clip, either leading to the inlay being dislodged or damaged. The overall complaint was not confirmed as the observed condition of the tibial nail advanced ø10 l 345 would have not contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 04.043.235s-us. Lot number: 19655p9. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 05 jun 2024. Manufacturing site: jabil bettlach. Expiry date: 01 apr 2034. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.